Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a calcified lesion. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that the stent failed to cross the lesion and then became deformed. The procedure was completed using another stent. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.